Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a history of left atrial appendage thrombus since (B)(6), noted on transesophageal echocardiography. The patient was given oral medication but it was discontinued due to excessive bleeding and bruising in late (B)(6). No further intervention was performed. The patient was stable.

Manufacturer narrative:
Correction: medical product 511211,(B)(4) should have been reported. 'Study' should have been reported.